Event description:
The user facility alleges one event where the oxygen line detached from the resuscitator housing during a code situation. Another resuscitator was obtained and there was no pt compromise.